Event description:
Revision surgery - due to a loose glenoid. All turon items were removed and implantation of a reverse shoulder prosthesis with altivate was being done. The first baseplate was partially inserted when the surgeon went to remove the partially inserted baseplate it broke and surgeon was unable to remove piece of screw that broke off in patient. Surgeon was able to complete surgery with good results.

Manufacturer narrative:
Corrected data: on the initial medical device report the implant date was filed as 25 aug 2015. The implant date should be (B)(6) 2016. Manufacturer narrative: the reason for this complaint was to report a revision due to a loose glenoid. During the revision all of the turon items were removed and the implantation of a reverse shoulder prosthesis with altivate was being done. The first baseplate was partially inserted when the surgeon went to remove the partially inserted baseplate it broke and surgeon was unable to remove piece of screw that broke off in patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR), shows that the reported item met design and manufacturing requirements. There were no ncmrs associated with the item that may have contributed to reported event. The root cause of this complaint is that during a revision surgery the surgeon attempted to remove a partially inserted baseplate (due to an instrument failure) and it broke, the piece that broke off was left in the patient. The root cause for the loose glenoid was not reported. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.